Event description:
During infusion, noted wet spot on patient's clothing at y-site/filter connection. Tightened all connections but leak noted again several minutes later. Y-site was changed, leak continued. Filter changed, then leak resolved.